Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to the device clinic for a routine check. Upon interrogation, the right atrial lead had noise with automatic mode switching episodes and noise reversion. The noise was reproducible with pocket manipulation. No programming changes were made. The patient remained asymptomatic and would continue to be monitored.